Event description:
Surgeon was using a echelon 45mm stapler with the blue reloads. Surgeon fired 3 loads and then the 4th load made noise and seemed like it was firing but did not fire any staple lines. Tried another load and it fired and then reloaded the stapler and it was not firing again so we replaced the stapler with a new stapler and loaded with the previous load and it did not fire. Removed defective load and loaded another load and it fired as well as the following load.